Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between for longer than 148 hours. Symptoms reported include heart palpitations, chest pain, frequent urination, nausea and blurry vision. The patient was at their primary care doctor when their blood glucose levels had rose. The patient was taken by ambulance to the hospital from their doctors office. Once at the hospital the patient was treated with intravenous fluids as well as anti nausea medication. The patient was in the hospital for 2 days. The patient reports upon removal of the pod the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.